Manufacturer narrative:
The device was not returned for evaluation. Additional information was requested but not received. As a serial number was not provided a device history record review (DHR) could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that during a cataract surgery one of the haptics on an intraocular lens was severed. The lens was cut and removed intraoperatively and a replacement lens was implanted. Reportedly, the cornea didn''t like these intraocular manoeuvres and the patient developed post-op corneal edema. The patient was referred to another healthcare facility and an endothelial graft was performed. This worked well and the patient visual acuity (va) recovered to 10/10. Although requested additional information was not obtained.